Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had internal defects of the channel. Gall stones were found which caused a smallest blockage. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h4, h6, and h11 were updated. Additional information about the event was requested, but not received. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is unknown if the user deviated from the instruction manual. The instruction manual identifies detective and preventative verbiage associated with foreign material in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.